Event description:
A testing issue was reported with the abbott diabetes care (adc) reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced symptoms of shaking, ¿didn¿t feel well¿, "had to stay in bed", and received third-party treatment from a non-healthcare professional and an emergency services (es) healthcare professional (hcp) of ¿six dextrose¿, 3-mg dose of baqsimi nasal powder, glucagon, and two sandwiches for a diagnosis of hypoglycemia. Additionally, the hcp and advised customer "compulsorily walk a bit." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Attempted to perform control solution testing and test results were unsatisfactory. De-cased the returned reader and performed visual inspection on the printed circuit board assembly (pcba), observed a pin 3 lifted in the strip port in the pcba. Unable to reflow the solder joint of the strip port pin. Extended investigation and visual inspection has been performed on the returned de-cased reader and observed poor soldering on the strip port pins to the pcba. Performed continuity test on strip port pins and observed open pin 3. Reflowed solder on the strip port pins and performed a control solution test and control solution test passed. Therefore, this issue is confirmed to poor solder on strip port pins. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced symptoms of shaking, ¿didn¿t feel well¿, "had to stay in bed", and received third-party treatment from a non-healthcare professional and an emergency services (es) healthcare professional (hcp) of ¿six dextrose¿, 3-mg dose of baqsimi nasal powder, glucagon, and two sandwiches for a diagnosis of hypoglycemia. Additionally, the hcp and advised customer "compulsorily walk a bit." There was no report of death or permanent impairment associated with this event.